Manufacturer narrative:
A follow-up MDR will be submitted when further information becomes available.

Event description:
"Today we were informed bij the chief perfusionist in (B)(6) that they received new sets of the bo-hqv 15902 (lot:92301649) despite our active shiphold on custom tubing packs. We informed them last week as requested by the bu so they could actively look for alternatives. We started to investigate the issue and we found out that those sets never should have been released: they entered xpo for degassing on jan 6th! So we shipped sets with almost a maximum of eto to out customers and they already unpacked them at the or and stored them in their office! Acute inhalation exposure to high concentrations of ethylene oxide can cause headache, dizziness, nausea, fatigue, respiratory irritation (e.g., coughing, shortness of breath, wheezing) and, in some cases, vomiting and other types of gastrointestinal distress. Next to this, persons exposed to very high levels of eto may be at an increased risk of developing blood cancers among men and breast cancers among women. We informed the customer quickly, took the packs out of roulation and retrieved them back to xpo. We found out, that shipment contained 2 orders. Also (B)(6) received disposables with to high eto values. The affected item was: be-s 2336 with lot:92312215. I will also file a separate complaint for this item." Complaint #: (B)(4). In the complaint # (B)(4) (the affected item was: bo-hqv 15902), it was reported that we shipped sets with almost a high value of eto (ethylene oxide) to out customers. It was found out, that shipment contained 2 orders. In the complaint # (B)(4), the affected item was be-s 2336 with lot:92312215 and this product was also shipped with high eto value. Customer was informed quickly, took the packs out of roulation and retrieved them back to xpo.

Event description:
Complaint: #(B)(4).

Manufacturer narrative:
It was reported by the customer that 20 pieces of be-s 2336 were shipped to customer without reaching specified degassing time. The end customer was informed on (2021-01-07) about the incorrect shipment by our local getinge sales and service representative and due to the urgency of the issue all 20 packs were removed from the hospital on (2021-01-07) to avoid the usage. All the packs returned to getinge warehouse. Maquet cardiopulmonary gmbh initiated nc #(B)(4) for the reported failure. The most possible root cause could be determined as the products were shipped by mistake during transition phase of the erp system at getinge. During the transition of the erp system the products should have been blocked manually upon arrival of the goods at the warehouse but this operation occurred only one day after the arrival of the products at the warehouse and the shipment of the devices. Products arrived on free stock on 2021-01-04 but the block was done only on 2021-01-05, whereby 14 products were already sent to customer. For further investigation of the issue CAPA 426724 has been initiated. The root cause analysis with 6m method has been performed in CAPA 426724. - the inbound order was created to the wrong receiving storage location. - as the inbound order was not correct, the receipt wasn¿t checked after receipt at getinge warehouse and the system automatically dropped orders even though it was agreed to fully process before go live. - no procedure in place for this transaction during the erp system at getinge root cause is determined to be human error and no procedures in place to perform this transaction during the transition phase of the erp system at getinge (dms #3121054-v1). All further actions will be followed by this CAPA. Furthermore, health hazard evaluation # hhe-2021-01-003 has been performed for this issue and field action fsca-2021-02-19 has been initiated. Risk review on 2021-01-12: the risk is covered. Dms #1906296 v19 . Risk ids: h4.22.5(toxic or allergenic reaction). The reported failure was identified on 2021-01-12 as part of the current risk management file (dms # 1906296, v19) in risk ID h4.22.5 (toxic or allergenic reaction). The threshold for risk acceptability for risk ID h4.22.5 has been defined as¿ptotal = 2 in the risk assessment (dms # 1906296, v19). The occurrence rate of ¿2:¿ corresponds to 0,000167<n=0,0333 according to the risk management plan tubing sets (dms # 1964869, v08). The complaint rate (review period from 2020-01-08 until 2021-01-08) of total (B)(4) products (2 complaint records) are applicable to (B)(4).(B)(4) devices sold in the last 12 months. This corresponds to an occurrence rate n=(B)(4)=(B)(4) (see above), which is below the acceptance threshold according risk management plan (dms # 1964869, v08). There were no complaints reported, which were associated with serious injury or death within the reviewed period.